Event description:
It was reported that the patient¿s generator was disabled due to a burst watchdog timeout. An error message was received about the dosages levels being equal to 3ma. The patient was able to reconnect the device. This was taken to mean as outputs set back to non-zero values. It was noted that impedance values and communications were ok after reconnect. No additional information has been received to date.

Event description:
Additional information was received with patient settings at the time of the disablement. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. No additional relevant information was received to date.